Event description:
Brush itself came off the rest of the toothbrush...entire brush head came off- oral-b power toothbrush [device breakage] . Case narrative: consumer e-mail stated that while brushing teeth, the entire brush head came off and it wasn't possible to put it back on. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
20-aug-2025 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Brush itself came off the rest of the toothbrush...entire brush head came off- oral-b power toothbrush [device breakage]. Case narrative: consumer e-mail stated that while brushing teeth, the entire brush head came off and it wasn't possible to put it back on. No injury was reported. Follow up: suspect product updated; lot code added; german notes added; product investigation results: product return was received and evaluated. No failure could be identified; the product is according to specifications. No injury was reported.